Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft kinked and a fracture occurred. While trying to insert the taxus express2 2.5x20mm drug eluting stent into the tuohy, the distal end of the shaft kinked. No patient injuries or complications were reported.